Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose levels ranging from 529 to over 600 mg/dl. The customer is uncertain of the suspected cause. The customer changed their site and delivered a bolus via the pump. During a system check with tandem technical support, no issues were identified with the pump or supplies, however the customer declined to remove the site. Reportedly, the customer had neglected to perform the air removal step of the load process. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.